Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the 1.6 threaded guide wire trocar point 220 (p/n: 02.226.000, lot number: 7667199) was received at us cq. Visual inspection of the complaint device showed the device was received bent. No other issues were identified with the returned device. Dimensional inspection: drawing: se_406008 rev a. Feature: shaft diameter. Specification: 1.6 mm 0/-0.1 mm. Measured dimension: 1.58 mm. Result: conforming. Measurement device: caliper ca592. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Se_406008 rev b/a (current/manufactured). No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the received bent. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a routine incoming inspection of the loaner set it was observed that the threaded guide wire trocar was bent. There was no patient involvement. This report is for (1) 1.6 threaded guide wire trocar point 220. This is report 1 of 1 for (B)(4).